Event description:
Rptr had a gallbladder surgery using the trocar. The bile duct was cut by device. Rptr was in the hosp 32 days and had to have two add'l surgeries. An artery was also cut by device. Rptr lost work for 10 mos because of this. They now have a 10 inch scar on abdomen.